Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator changeout procedure the right ventricular (rv) lead exhibited no capture, prior to disconnecting from the old implantable pulse generator (ipg) and subsequently low and decreasing trend of impedance values were noted when the lead was connected to the new ipg. X-ray was performed and it appeared that there was an insulation break where the extra lead slack was coiled in the pocket. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.